Event description:
The reporter stated that the pressure tubing was severed at the female luer lock. No patient injury or treatment was associated with this event. This issue was reported by the user facility to medex medical in england.